Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. A replacement pump was sent to the customer to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer addressed their bg with a manual dose injection.